Event description:
On (B)(6) 2011, patient reported difficulty removing the needle box from the infusion set. Patient was advised on the infusion set recall and asked to discontinue use of the infusion sets. Patient reported an elevated blood glucose reading, and when she removed the infusion headset, the cannula was bent. Follow-up was completed with the patient on (B)(6) 2011. She reported her blood glucose elevated to 278 mg/dl and her target blood glucose is less than 140 mg/dl. She changed the infusion headset and this brought her blood glucose down. The infusion set insertion device was used to insert the headset, and there was blood at the infusion site. The bend was located in the middle of the cannula. This was the first time she had used this type of infusion set, and she learned how to use it through self-study. Infusion set was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.